Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and two handpieces. It was reported that the handpieces had coating malfunctions. There was delamination and coating shrinkage. The issue was resolved by switching to a bovie. There was an estimated 10 minute wasted surgical delay. The first device problem was recognized an hour into the case and the second device problem five minutes into procedure. Additional information was received and it was noted that there was no de lamination just shrinkage, same problem both devices. No material fell off the devices the coating shrank and created a melting strange texture on the blade. There was no impact on patient outcome.